Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: both suture needles came away from the thread as he was moving the suture needle through the gingival tissue. Little to no pressure was used. ¿ did this issue contribute to any patient adverse event? Please clarify, no adverse event to the patient ¿ how many devices demonstrated the alleged deficiency? 2 sutures from an experienced nchd. ¿ did the event occur during one or multiple patient procedures? 1 patient treatment ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During procedure ¿ what is the total number of procedures? N/a ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not by us. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle is coming away from needle thread. No adverse patient consequences were reported. Additional information was requested.